Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections as a backup therapy, and a replacement pump was sent by technical support. Instructions were provided for putting the original pump into storage mode before returning it, and shipping details were confirmed for the replacement. The customer was also informed about using updated software and the necessary steps when receiving the new pump.